Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6), compared to a laboratory result using an unknown method. On (B)(6) 2023 at around 8:30 a.m., the meter result was >8.0 inr. At around 11:00 a.m., the laboratory result was 4.5 inr. On (B)(6) 2023 at 8:30 a.m., the meter result was >8.0 inr. The laboratory result within 4 hours was 4.2 inr. The patient indicated that they squeeze their finger to obtain a drop of blood for testing. The patient also indicated that their dosing of the test strips may have taken longer than 15 seconds. The patient's warfarin dosage was adjusted based on the laboratory result on (B)(6) 2023 from 10 milligrams to 2 milligrams. The patient¿s therapeutic range is 2.0 - 3.0 inr. The patient testing frequency is weekly.

Manufacturer narrative:
Section e3: occupation is patient/consumer: the patient stated they have been taking antibiotics for 2 years. Per product labeling, "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza)." The test strips were requested for investigation, however, there are no test strips remaining to return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."